Event description:
It was reported that foley catheter naturally fell out after stent surgery and the cuff was completely deflated. The user felt that it might not be a leak from the syringe connection area but at the time of collection on (B)(6) 2025 the cuff was in an inflated state.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be over dipping caused stripping difficulty, torn funnels and premature deflators. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purpose. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter naturally fell out after stent surgery and the cuff was completely deflated. The user felt that it might not be a leak from the syringe connection area but at the time of collection on (B)(6) 2025 the cuff was in an inflated state.